Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/ migration of essure device ¿ uterine wall/ perforation (uterus)/ unilateral occlusion (left tube occluded)') in a 32-year-old female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery". The patient's medical history included c-section. Concurrent conditions included tubal ligation (right fallopian tube only), hypertension, metrorrhagia, uterine fibroid, thyrotoxicosis and left lower quadrant pain. Concomitant products included ibuprofen, naproxen and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), depression ("psych injuries/ psychological or psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal infection ("infection ¿ vaginal"), migraine ("migraines/headaches"), nausea ("nausea") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 months 16 days after insertion of essure. On an unknown date, the patient experienced metrorrhagia ("metrorrhagia (bleeding between periods)"), rash ("rash"), skin disorder ("skin condition"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and surgical procedure repeated ("repeat/multiple surgeries") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2011, tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, depression, surgical procedure repeated, vaginal haemorrhage, menorrhagia, fatigue, vaginal infection, migraine, nausea, anxiety and weight increased outcome was unknown and the abdominal pain, metrorrhagia, rash, skin disorder and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, fatigue, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, surgical procedure repeated, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, metrorrhagia, rash/skin condition, psych injury, migration, perforation, vaginal discharge. Discrepancy noted in essure implant date (B)(6) 2011 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded). Ectopic placement of right-sided essure device. The right fallopian tube fills normally, with somewhat delayed peritoneal spillage on right. The left essure device appears appropriately positioned and no contrast passes the left essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 14-oct-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection vaginal, migraines/headaches, nausea, fatigue, mental anguish and weight gain. Lot number, medical history and concurrent condition were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/ migration of essure device ¿ uterine wall/ perforation (uterus)/ unilateral occlusion (left tube occluded)') in a 32-year-old female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery". The patient's medical history included multiple caesarean sections. Concurrent conditions included tubal ligation (right fallopian tube only), hypertension, metrorrhagia, uterine fibroid, thyrotoxicosis and left lower quadrant pain. Concomitant products included ibuprofen, naproxen and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), depression ("psych injuries/ psychological or psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal infection ("infection ¿ vaginal"), migraine ("migraines/headaches"), nausea ("nausea") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 months 16 days after insertion of essure. On an unknown date, the patient experienced metrorrhagia ("metrorrhagia (bleeding between periods)"), rash ("rash"), skin disorder ("skin condition"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and surgical procedure repeated ("repeat/multiple surgeries") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2011, tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, depression, surgical procedure repeated, vaginal haemorrhage, menorrhagia, fatigue, vaginal infection, migraine, nausea, anxiety and weight increased outcome was unknown and the abdominal pain, metrorrhagia, rash, skin disorder and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, fatigue, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, surgical procedure repeated, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, metrorrhagia, rash/skin condition, psych injury, migration, perforation, vaginal discharge. Discrepancy noted in essure implant date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded). Ectopic placement of right-sided essure device. The right fallopian tube fills normally, with somewhat delayed peritoneal spillage on right. The left essure device appears appropriately positioned and no contrast passes the left essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/ migration of essure device ¿ uterine wall/ perforation (uterus)/ unilateral occlusion (left tube occluded)') and fallopian tube perforation ('perforation (fallopian tube(s)') in a 32-year-old female patient who had essure (batch no. 794897) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery". The patient's medical history included multiple caesarean sections. Concurrent conditions included tubal ligation (right fallopian tube only), hypertension, metrorrhagia, uterine fibroid, thyrotoxicosis and left lower quadrant pain. Concomitant products included ethinylestradiol;levonorgestrel (aviane) from (B)(6) 2017, ibuprofen, naproxen and salbutamol (albuterol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), depression ("psych injuries/ psychological or psychiatric problems ¿ depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal infection ("infection ¿ vaginal"), migraine ("migraines/headaches"), nausea ("nausea") and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 months 16 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia (bleeding between periods)"), rash ("rash"), skin disorder ("skin condition"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and surgical procedure repeated ("repeat/multiple surgeries"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2011, tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, depression, surgical procedure repeated, vaginal haemorrhage, menorrhagia, fatigue, vaginal infection, migraine, nausea, anxiety and weight increased outcome was unknown and the abdominal pain, metrorrhagia, rash, skin disorder and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, fallopian tube perforation, fatigue, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, surgical procedure repeated, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, metrorrhagia, rash/skin condition, psych injury, migration, perforation, vaginal discharge. Discrepancy noted in essure implant date (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded). Ectopic placement of right-sided essure device. The right fallopian tube fills normally, with somewhat delayed peritoneal spillage on right. The left essure device appears appropriately positioned and no contrast passes the left essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jan-2020: pfs received- event fallopian tube perforation was added. Onset date of the event weight gain was added. Concomitant drug was added. Product, patient & reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injuries"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and surgical procedure repeated ("repeat/multiple surgeries"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2011, tubal ligation). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, psychological trauma and surgical procedure repeated outcome was unknown and the abdominal pain, metrorrhagia, rash, skin disorder and vaginal discharge had resolved. The reporter considered abdominal pain, metrorrhagia, pelvic pain, psychological trauma, rash, skin disorder, surgical procedure repeated, uterine perforation and vaginal discharge to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, metrorrhagia, rash/skin condition, psych injury, migration, perforation, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded.. Imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New reporter added. Category of case changed to incident. Event injury is replaced by pelvic pain. New event abdominal pain, metrorrhagia (bleeding between periods), rash, skin condition, psych injuries, migration/perforation, vaginal discharge, complications during removal surgery and multiple surgeries were added. Lab dates and data updated. Medical history added. Insertion date updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.